Event description:
A report was received on 12 may 2026 from the nurse of a patient with unspecified pathology, who stated the patient went into anaphylaxis during hemodialysis treatment and was transported to hospital on an unspecified date. Although requested, additional information was not provided.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.